Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, customer reported they kept getting a 45311 error indicating the left eye video was lost. The customer stated they eventually converted the procedure to laparoscopic due this issue. Technical support engineer (tse) viewed logs and found several video errors indicating the endoscope was likely faulty. Customer is requesting field service engineer (fse) follow up to ensure no further issues occur. The procedure was converted to laparoscopic surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter indicated during a robotic cholecystectomy with dr. (B)(6). The staff plugged in the camera and discovered that they received the faulty error. The staff eventually converted to laparoscopic and completed the surgery with the right eye only. The reporter contacted dvstat and was advised that one of the eyes were faulty and the camera would have to be taken out of service and into repair or replaced. The reporter went to sterile processing department (spd) and asked them to complete the necessary reporting procedure for this. However, the reporter also discovered that the camera remained in service and was also used yesterday in another surgery. Patient demographics are unknown at this time.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has not received the da vinci product associated with the customer-reported complaint. Field service engineer (fse) followed up with robotic coordinator and confirmed that there¿s been no other issues since changing out the scope. The problematic scope will be sent.